Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated there have been no changes to her routine, but she noticed when she goes places she has had to use the bathroom more frequently than she had been. The patient had same setting for a long time and everything was going wonderfully even though it was somewhat inconvenient. She was doing very well but just recently she has noticed that right in the middle of yoga class she has to use the bathroom, and was doing a lot of things that should help this which she researched on the internet. The patient stated yoga helps her because she was hyper by nature and in chronic pain due to her car accident and stated the chronic pain has nothing to do with the interstim. The patient drinks two cups of coffee a day and has been doing so for a very long time even though they don't recommend it. The patient has been drinking the same amount for several weeks and it has been no problem. The patient setting was at 4 at 2.4 and was working very well for the longest time at that setting and for some "odd reason" she changed it because she was going more frequently, but has been miserable ever since she changed it, but changed it back to program 4 on the day of this call but probably hasn't given herself enough time to see if the change was working. The patient noticed she feels the interstim vibration more strongly. Patient wondered if it was a good or bad thing that she was feeling it strongly. Patient confirmed the stimulation was not causing her pain currently however the patient reported she increased it and decreased it previously and noticed when she increased it really hurt so she decreased it back down which resolved the pain. Patient had an x-ray taken several weeks ago and it was just her shoulder and neck that was x-rayed and they told her it was ok to leave the device on, but has noticed that ever since then, maybe several weeks after, she has noticed a "more rapid need" to go to the restroom. The patient stated if something happens again she will definitely go to them to see if they will help her. The patient confirmed speaks with managing hcp about doing yoga. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
Supplemental report to now include the lead (lot# va0srnj) which was alleged to have migrated due to the patient doing yoga. (B)(4).

Event description:
A follow-up letter from the patient indicated that the patient is logging the time between urination and it was averaging 1-1.5 hours. The patient thought that this was an increase in urinary frequency. The patient also reported that she thinks that the "wire" may have moved or become dislodged from the "sacral moves in yoga." The patient stated that she does have an appointment to assess the system, but did not provide a date. The patient stated that no other changes have occurred and the patient status is unknown at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: va0srnj, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they did go to see the healthcare professional (hcp) and circuit 3 was broken so they reset/reprogrammed the device and gave her ability to make adjustments herself. The patient stated she thought they fixed the broken circuit and changed the program from program 4 to program 1. The patient noted since she had just increased the stimulation on program 1. The patient noted they were getting therapeutic benefit again and it felt as though she was back to where she was when she first got the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.